Event description:
Stryker 11g 15mm fracture kit malfunctioned (split lengthwise) during a kyphoplasty procedure. Reference: 1032-115-000, lot: 9512935, exp.: 12/13/2024. Device offer to stryker rep at time of failure, images obtained instead.